Manufacturer narrative:
Unable to prime unit during prime/compromised force sensor system test due to loose/flush drive support disk. No compromised force sensor system alarms were noted. Unit received with cracked case at display window corners, minor scratched lcd window, and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's parent reported via phone call that the insulin pump alarmed compromised force sensor system while priming. Customer's blood glucose level was 119 mg/dl. The compromised force sensor system alarm was recurring. The customer was advised that the device would be replaced and agreed to return the product for analysis.